Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed chafing under the front-therapy electrode and shoulder straps from the lifevest. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was in the hospital, however, there is no indication that the patient was hospitalized because of the skin irritation. The patient was prescribed lotricomb lotion for the skin irritation. Follow up indicated that the prescription lotion helped the skin irritation to improve.